Manufacturer narrative:
The field service engineer (fse) confirmed a leak below the diluter due to worn sample input tubing at the bottom of the flowcell. The fse replaced the tubing resolving the leak and reported diff vote outs. (B)(4).

Event description:
The customer reported a leak of bloody fluid < 5mls in volume inside the lower front door of the coulter lh 780 hematology analyzer which was not contained within the instrument. Diff vote outs were also being obtained on patient samples. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.